Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 460 mg/dl. The cartridge was changed once and the infusion set was changed twice. A bolus of insulin was delivered in an attempt to lower the bg level. The customer's ketone level was +4 and was considered as dangerous by a healthcare provider (hcp). The customer was hospitalized on (B)(6) 2016 for the elevated bg level. The customer was treated with insulin and intravenous fluids. Tandem technical support had the contact perform a system check using the current supplies on the pump and it was found to be operating as expected. The customer was discharged on (B)(6) 2016 and an alternative method was to be used to manage diabetes. The contact indicated that they were in contact with the hcp and are discussing the method that will be used to manage the customer's diabetes.